Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5 cm diameter abdominal aortic aneurysm. The endurant graft was placed for exclusion of aneurysm. After successful deployment and final angiogram, patient was sent to floor for recovery. It was reported that the patient stopped making urine the morning after the procedure. An angiogram was performed and observed that both renal arteries were not filling. The physician tried to cannulate these vessels to potentially stent them and get them open but was unable to get into either renal artery. The patient was then transferred to another hospital in the area for further treatment. The physician alleges that the thrombus that was present on the pre-case cta was pushed into both renal arteries. At the conclusion of the procedure, the physician confirmed that both renal arteries were patent and alleges that the patient¿s aneurysm was excluded and the renal arteries were both filling. The physician stated the event was related to the procedure. The physician at another hospital determined that there was nothing that could be done to preserve the kidneys and patient was put on dialysis. The physician reported that the patient had an myocardial infarction while in hospital approximately one week post index procedure and expired. Per the physician the cause of death was due to dic (disseminated intravascular coagulation) and pea (pulseless electrical activity) during dialysis. Film review analysis: review of returned angio images at implant revealed that the bifurcate was placed up the left side and deployed at the level of the renals. The ipsilateral limb extension and the contralateral limb were placed distally into the common iliacs. A single post-implant still angio image showed that both renals appeared to be patent. Ballooning was performed within the entire device. The limbs were patent. No endoleak or other stent graft issue was observed. Review of cta¿s 1 day following implant revealed that the bifurcate was positioned near the level of the renals. Contrast was seen within both renal arteries. The proximal stent graft od was 25 x 27mm. The max diameter aaa was 42mm; no endoleak was seen. Stents were seen implanted within each distal limb across the distal aorta. The cause of the renal artery occlusion observed post-implant could not be determined from the films provided. This may be user related; implanting too close to the renal arteries. Procedure related; pre-existing thrombus may have embolized into the re nal arteries during the implant.

Manufacturer narrative:
(B)(4).